Event description:
It was reported that when asked if the previous implantable neurostimulator (ins) was replaced due to battery depletion the patient stated that ¿two of the inss broke they thought.¿ it was noted that the patient did not remember when this was. It was noted that it was before 2007. It was noted that originally it was put in ¿200 or so, may have been before that.¿

Manufacturer narrative:
Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3487a-33, lot# j0110881v, implanted: (B)(6) 2001, product type: lead. (B)(4).

Manufacturer narrative:
Product ID 7495-25 lot# serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3487a-33, lot# j0110881v, implanted: (B)(6) 2001, product type: lead.

Event description:
Additional information received from a consumer reported that the patient¿s first neurostimulator (ins) had to be replaced because ¿the ins was set too low in the hip and when the patient would sit down on the toilet¿ and then the ins stopped working. It was stated that when they went to remove it, they found the casing had broken. This was stated to have occurred in 2001 or 2002.